Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-07757. It was reported that the patient presented for in-clinic follow-up with suspected pocket infection at the device implant site. The right atrial, and right ventricular leads were explanted. However, there was no evidence of bacterial infections upon examination. The patient was in stable condition.